Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient received a total scrom hip in 2007. Around two years ago the patient was in an mva and the patient stated that he felt a pop in his total hip. And an x-ray last month showed a fractured ceramic modular head. Today the surgeon revised the fractured ceramic head with a new metal head and new pinnacle line. Doi: 2007, dor: (B)(6) 2020, affected site: unknown.